Event description:
The pt contacted lifescan alleging that her one touch ultra meter was set to the incorrect unit of measurement. The meter was set to "mmol/l", instead of "mg/dl". The medical affairs specialist mailed a letter since the pt could not be reached. The pt reported taking oral medication following the use of the meter. She contacted emergency services and was treated intravenously. No other details were specified. The patient did not allege harm. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. It would have been helpful to know if the pt experienced symptoms of low or high blood glucose levels, if she attempted to test during the time of concern, her medication regimen, and results obtained by emergency services. The pt reported that the meter was previously set to the correct unit of measurement and she had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mmol/l" to "mg/dl". Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the resutls in a supplemental report.